Event description:
It was reported that the customer was hospitalized approximately one month ago due to elevated blood glucose levels (approximately 600 or 700 mg/dl), and diabetic ketoacidosis. Customer was vomiting prior to being hospitalized. Reportedly, customer had a bent cannula. Customer was treated with insulin injections and fluids.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.